Event description:
It was reported the pt underwent surgical intervention to replace the pump for a smaller model due to weight loss. The pt had lost weight and the pump was flipping in the pocket. The drug used in the pump was morphine sulfate 30.0mg/ml and baclofen 500mcg/ml at 21.025 mg/day. The catheter was revised at the proximal end and connected to the new pump. The pt recovered without sequela.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be submitted when device analysis is complete.